Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the day following implant, the atrial lead exhibited a loss of capture and the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pacing. The leads will be revised, and remain in use. No patient complications have been reported as a result of this event.